Manufacturer narrative:
Date sent to the FDA: 6/13/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent lysis of adhesions and small bowel resection on (B)(6) 2019 during which the surgeon noted ¿extensive adhesions to the inferior and right sides of the mesh and adhesions between the small bowel and the anterior abdominal wall. She proceeded with careful, meticulous adhesiolysis and encountered a matted, densely adhesed length of small bowel. The bowel was very friable from chronic partial obstruction. Several enterotomies were made during this dissection to free the bowel from the mesh. She resected the area of friable, matted small bowel and closed the skin.¿ it was reported that the patient underwent wound irrigation, debridement and wound vac dressing on (B)(6) 2019 during which the surgeon noted ¿he encountered necrotic tissues, which he sharply excised.¿ it was reported that the patient experienced severe pain, dense adhesions, bowel obstruction, bowel resection, constipation, nausea, bulging, inflammation, infection, necrotic tissue, scarring, stress and anxiety. No additional information was provided.